Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that their onetouch verio iq meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that on an unknown date/time, they obtained a result of "153 mg/dl" using the subject meter compared to the expected control solution range "102-138 mg/dl". The patient manages their diabetes with self-adjusting insulin. The patient stated that they took their usual dose of sliding scale medication in response to the alleged inaccuracy. The patient claimed to have developed the symptoms of "shaky and depression" at an unknown date/time after the alleged inaccuracy began; however the patient denied having received treatment. At the time of troubleshooting, the csr noted that the control solution had not expired or been open for longer than the discard date, the test strips had not expired or been open for longer than the discard date, the test strip vial was not cracked or broken, the patient did not have control solution to perform a walk through test, the test strips were not identified as counterfeit/suspect, the subject meter was set to the correct unit of measure setting and the patient was using the correct testing technique. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have developed the symptom of "shaky" after the alleged inaccuracy began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.